Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he had received a button error alarm earlier this morning on the insulin pump. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that the act button is depressed. Customer stated that he was working and laying on the ground. Customer got up and received a button error. Customer stated that he was leaning on the pump. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.